Manufacturer narrative:
Updated data: h6 conclusion: the subject delivery catheter system (dcs) was discarded by the customer and therefore was unable to be returned for analysis. The reported event indicates that during the surgery, the first deployment position was not good. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest that a device quality deficiency may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. It was reported that, on the second deployment attempt, the valve dislodged aortic. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. In this case, the cause of the reported dislodgement could not be conclusively determined with the limited information available. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID lunderquist guidewire; product lot/serial number na; product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the deployment starting point was middle of pigtail. Prior to the valve dislodgement, the implant depth was 3 centimeters(cm) on the non-coronary cusp (ncc) and 4 cm on the left coronary cusp (lcc). After the valve dislodged aortic, the implant depth was -2cm on the ncc and 0 cm on the lcc. A non-medtronic guidewire was used during the procedure. Per the physician, the patient did not have any anatomical features that contributed to the dislodgement.

Event description:
Additional information was received clarifying that prior to the valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc) and not centimeters(cm). After the valve dislodged aortic, the implant depth was -2 mm on the ncc and 0 mm on the lcc.

Manufacturer narrative:
Correct data: b5 - corrected from centimeters to millimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, pre-operative computed tomography (CT) analysis showed that the valve could be implanted. During the surgery, the first deployment position was not good. The valve was therefore retrieved, and the aortic annulus was pre-dilated to facilitate valve adhesion. The valve was deployed again. The team determined that the valve could not anchor in the annulus successfully. The valve was removed and replaced with another manufacturer's products for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID evolutpro-29-us (serial: (B)(6)); product type: 0195-heart valves product ID l-envpro-16-us (lot: 0011912668); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one media file was provided for review. The media file shows evidence that a snare was used as it is visibly attached to the delivery catheter system. The valve is seen being attempted to be deployed; however, it was only partially deployed thus it is not possible to validate the dislodgement event reported and this review is inconclusive. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.